Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File indicated that patient vision is blurry at distance following toric lens implant. Also reported vision was very cloudy for a few days after surgery, which has resolved. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she had cloudy vision for a few days. She also noticed her distance vision was much blurrier, but she could see up close much better. The cloudy vision resolved, but the distance vision is still blurred. The consumer reported the surgeon told her he had chosen the incorrect power due to her "eye has different measurements from the top to the bottom." Additional information has been requested.